Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for spinal pain and failed back surgery syndrome. It was reported that the physician implanted their original pump in their low back and it was pushing on their spine for 2+ years. This caused the patients entire spine to collapse resulting in being bent at their hips. This caused severe pain and crushing of the patients windpipe/sternum and throwing up all their food. The pain was horrible. It was reported that they will be permanently damaged/pain ridden from this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer stating that due to the pump being implanted so close to their spine they were in screaming (suicidal) pain. The patient mentioned that they had to have a corrective entire thoracic lumbar fusion with 5 massive titanium bars to hold them up because they were completely bent over from their pelvis. Patient mentioned that they could push the device and relieve the severe nerve pain the device was causing. The consumer stated that the patient lives every day in so much pain and they wish they weren't here.